Event description:
It was reported that the patient had stimulation off for a few years because they couldn't stand the vibration. It was later reported that the patient's stimulator "died". Further information received reported that the patient did not like the sensation of the stimulation. The patient will not have their stimulator replaced. The patient has not met with their health care provider or a company representative to discuss the issue, nor have they undergone reprogramming or a programmer replacement.

Manufacturer narrative:
(B) (4).